Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the receiving inspection results, which showed the lot was manufactured according to specifications. Based on the information received, the cause of the reported patient burn could not be conclusively determined. Per the IFU, electrosurgical burns are a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During a left leg genicular nerve ablation procedure, a patient burn occurred. A disposable grounding pad was placed on the right calf of a diaphoretic patient and rf lesions were performed on the interolateral, superior medial, and superior lateral nerves of the left leg. The procedure was completed and the patient discharged to home, at which time the patient noticed a burn at the site of the grounding pad. The patient then went to the emergency room and has been referred to a wound care clinic for treatment. There were no performance issues with any sjm device.